Event description:
Caller reported damage to tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Cts resolved the issue by arranging for replacement of damaged charging supplies through 2-day shipping.